Manufacturer narrative:
The device was returned and the evaluation could not duplicate the customer reported issue of b30 communication error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video processor exhibited a b30 communication error. The issue occurred during preparation for use for an unspecified procedure. It was noted that the intended procedure was complete with a similar device without errors. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. During the device inspection it was noted that a non-olympus lamp was being used indicating the device was serviced by a third party. Based on the results of the investigation, as the reported b30 error could not be reproduced, root cause could not be determined. Olympus will continue to monitor field performance for this device.